Event description:
It was reported that during a laparoscopic fundoplication procedure, there was leakage during use of 5mm instruments. No further information is available. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Event description:
It was reported by the medical examiner that the patient died. The date of death and cause of death have been requested and not received.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology.